Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: tf 9907,2414,9202. Failure was found during start-up, no patient involvement.